Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter in law regarding the patient with an implantable neurostimulator (ins). It was reported that the patient needed to have their device removed. They stated that it hadn't worked for years, the patient was close to 80 and was failing, they were getting very skinny and it protruded a little bit out of the patient¿s back. They stated that in fact there was an infection around it. It was also reported that the patient was forgetful and the surgeon wanted to know what device they had. The caller did not know when the device stopped working and did not know when it started protruding or when the infection around began. They did note that it was recently though. The caller reported that the patient had been losing weight and sitting around more, and stated it ¿was like from bedsores¿. No further complications were reported/anticipated.